Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.75mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the twelfth inflation at below nominal pressure for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure. The balloon was able to be inflated with no issue for 5 minutes. Product analysis did not confirm the reported event, as there no burst to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.75mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the twelfth inflation at below nominal pressure for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.